Event description:
The patient reported of having received a ck mesh patch in 2006. In 2008, the patient had a secondary surgery due to a recurrent hernia, during which the ck mesh patch was removed. His doctor informed him that the ck mesh was "shredded".

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Patient would not provide name or contact information, therefore, no follow-up can be made. Patient stated he would contact davol if he wants to make a further claim. We therefore, consider this report complete to the best of our current knowledge.